Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 14 days after dental implant was installed in intraoral region 9#, its non-osseointegration was observed. In addition, 20ncm of primary stability was achieved, the patient presented bone type iii, immediate implant and immediate load were performed, biomechanical overload has happened and bone graft was executed.